Event description:
The customer reported a bluish green colored leak of approximately fifty milliliters on the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which initially included a laboratory coat when the leak was detected. The instrument was in idle mode and no instrument error messages were generated. The healthcare worker donned gloves and eye protection while assessing the instrument. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) observed that the source of the leak was disconnected tubing at the blood sampling valve (bsv) rinse line. The fse replaced the tubing. No further evidence of leaking was observed. The instrument was returned into service after completion of repairs. The cause of the leak was disconnected tubing at the blood sampling valve (bsv) rinse line. This specific failure mode, upon recur, has the potential to cause discrepant, unflagged results. (B)(4).